Event description:
Patient had neopicc placed in 2004 for prolonged venous, few feins remaining, and IV antibiotics. A 1.9 fr. Catheter was inserted in to the scalp without difficulty. Good blood return was noted and the catheter flushed easily. Chest x-ray confirmed placement with the tip at the junction of the innominate veins. An echocardiogram two days later showed a moderate to large pericardial effusion; repeat echo on the same day showed stable pericardial effusion. The PICC line was heplocked and use discontinued. Repeat echo three days later showed less pericardial effusion. The PICC line was removed intact and without complications.